Event description:
It was reported that this very little was known about these cases, however that a physician in a chat group mentioned that he had two pacemakers that entered safety mode. The device and status remain unknown, and no additional information was available. No adverse patient effects were reported.